Manufacturer narrative:
Block g3: user facility/importer report# (B)(4). Block h6: device code 1074 captures the reportable event of balloon burst. Device code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a nephromax dilatation balloon catheter was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst when inflated to 16 psi. Subsequently, the inflation medium of the balloon was found filling the retroperitoneum of the patient which made the image of the kidney under fluoroscopy too challenging to see. Reportedly, there are two wires in the kidney at that time. The procedure was not completed due to this event, and the patient had to be brought back to the hospital at a later date for another procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on 23oct2020. Note: this report pertains to an encore inflation device and a nephromax dilatation balloon catheter used in the same patient and procedure. The nephromax dilatation balloon catheter was used together with and encore inflation device. Reportedly, the encore inflation device was noted hard to use.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a nephromax dilatation balloon catheter was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst when inflated to 16 psi. Subsequently, the inflation medium of the balloon was found filling the retroperitoneum of the patient which made the image of the kidney under fluoroscopy too challenging to see. Reportedly, there are two wires in the kidney at that time. The procedure was not completed due to this event, and the patient had to be brought back to the hospital at a later date for another procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.